Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient went in for a paddle revision on (B)(6) 2016 because the lead traveled up and over to the right side so he wasn¿t getting coverage. The patient reported that the lead moved a lot. The patient reported that when the incision was opened, the pocket site was filled with fluid and the entire system was removed. The patient reported that the system was removed for a possible infection. It was noted that no infection was confirmed.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was not getting good therapy since implant. A consult for the lead revision was done on (B)(6) 2017. On the morning of the lead revision procedure on (B)(6) 2016 in pre-operative they noticed that the thoracic spine had puffiness, it smelled, and it had some weird drainage. It was noted that the patient had recovered completely. Cultures came back that there was no infection as previously thought.

Event description:
Additional information received from healthcare provider indicated that the patient's post-operative visit was on (B)(6) 2016. It was noted that the patient was not getting any relief from their stimulator. They stated that the patient is getting unwanted stimulation patterns. On (B)(6) 2016, the incision appeared red. The patient¿s redness/puffiness at their lead site has been resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977c190, lot # va16ayz020, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a lead issue and a revision was occurring on the day of the report. It was reported that the placement of the paddle lead during implant was difficult and they couldn¿t get it in the midline so placement resulted in inadequate coverage. The patient was not getting adequate stimulation coverage post-operatively after the permanent implant. They were feeling stimulation in his ribs but should have been getting stimulation in his back and down his legs. There was redness/puffiness visible on the patient¿s back in the thoracic area where the leads were located. In post-operation, the manufacturer representative tried reprogramming to see if he could get stimulation down the left leg, but could not. X-rays were taken which showed that the paddle lead was not in mid-line. There was going to be a revision of the lead to place at midline; however, there was a suspected infection and the health care provider decided to explant the system instead of doing a revision. A culture was taken from the lead site and came back negative. The manufacturer representative did not know if antibiotics were given. The manufacturer representative was not certain if the redness and puffiness had resolved, but did state that the patient met with the health care provider on (B)(6) 2016 to discuss implanting another device in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.